Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a low battery alert prior to replace battery alert, lost sensor signal, a loss of communication between the transmitter and the pump. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1884, mmt-7841zn. Troubleshooting was performed for batery alert issue. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. Troubleshooting was performed for loss of comunication. Confirmed transmitter serial number was programmed in manage devices screen. Pump in process of making multiple attempts to re-establish communication with the transmitter. No harm requiring medical intervention was reported. No product return is required for mmt-7040a, mmt-7841zn. Mmt-1884 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, self-tests. No unexpected low batt test alarm noted during testing. Thus and software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. The test guardian link with the glucose sensor simulator communicates properly to the pump. No lost sensor alarm noted. However, unit unable to downloads care link pro software was utilized difficulty due to hardware error electronic defective. Battery cycle 6.0 received the lowbatteryalert (104) on 08/22/2025 08:18:00 after more than 7 days at 8.66 days. Battery cycle 5.0 received the lowbatteryalert (104) on 08/13/2025 06:25:00 after more than 7 days at 8.25 days. Battery cycle 4.0 received the lowbatteryalert (104) on 08/04/2025 18:23:01 after more than 7 days at 9.07 days. Battery cycle 3.0 received the lowbatteryalert (104) on 07/26/2025 08:39:00 after more than 7 days at 8.23 days. Battery cycle 2.0 received the lowbatteryalert (104) on 07/17/2025 15:42:00 after more than 7 days at 10.05 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. The unit p-cap / test reservoir locks in place properly and no anomaly noted. The following were noted during the physical inspection: scratched case, cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. In conclusion, pump passed all test required. Customer alleged the pump having trouble communication sensor simulator, lost sensor alarm not confirmed. However, charge/battery lasts less than expected was confirmed due to hardware error electronic defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.